Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; prior to a laparoscopic hysterectomy procedure, staff was checking the device and the device jammed with needle attached. It broke two needles while loading. Device was removed and another device was used for the procedure. This device functioned properly. There was no injury to a patient.